Manufacturer narrative:
On 10/20/2014, a beckman coulter field service engineer (fse) evaluated the system and ran a reproducibility using the abnormal level 2 6c control and stated the %cv (coefficient variation) was a little high, but within range. The fse replaced the bsv (blood sampling valve) pads. He then ran shutdown / -startup, daily checks and ran another reproducibility using the level 2 6c control with %cv that appeared better. The fse made adjustments as part of the bsv replacement procedure and ran all control levels to verify proper operation. (B)(4).

Event description:
The customer reported the white blood cell (wbc) recovery for the quality control samples (6c cell control abnormal 2 level) had occasionally shown some variability when using the unicel dxh 800 coulter cellular analysis system in their laboratory. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.